Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized on the same day as the event onset. One day after the event onset, the patient was discharged from the hospital. Antibiotic treatment was discontinued 15 days after the event onset. At the time of this report, the patient has recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (2gm, every fifth day, duration and route not reported), meropenem injection (1gm, per day, duration and route not reported) and heparin injection (0.5ml per bag, intraperitoneal, duration and frequency not reported) for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.